Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3093-28, lot# v177457, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking/jolting sensation and spasming. The condition was not the result of a known accident or incident. The patient wondered about ins depleting. The patient¿s patient programmer was lost so the battery level couldn¿t be checked. A new patient programmer was sent. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.